Event description:
It was reported by service report that the bed had intermitent power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power supply board malfunctioned. Inlet cable had to be replaced.